Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), indications for use of the contralateral leg endoprosthesis component includes appropriate anatomy including, but not limited to, iliac artery treatment diameter range of 8 ¿ 25mm and iliac distal vessel seal zone length of at least 10 mm.

Event description:
On (B)(6) 2018 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2020 the patient underwent a reintervention. During the reintervention it was noted that the distal diameter of the patient's right common iliac artery had expanded. The cause of iliac artery dilation was not reported. An additional stent graft was deployed to extend the previously implanted contralateral leg component down to the patient's right external iliac artery. The iliac artery dilation was resolved. The patient tolerated the procedure.